Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post-operative that the right ventricular (rv) lead had pulled back, lost all of it's slack and dislodged. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.